Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a cubie failure. A field service engineer inspected the station and applied oil to drawer slide rails inorder to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medbank es system had cubie was not opening.the user mentioned that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.